Manufacturer narrative:
The device has been received by the manufacturer, although the device eval has not been completed at the time of this filing.

Event description:
It was reported to boston scientific corp that during a prostate biopsy procedure, the trupath biopsy needle would cock back, and immediately release without pressing trigger. The physician completed the procedure with another of the same device with no pt complications and the pt is fine.